Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 07-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("experiencing mislabelled pain in the context of fibromyalgia.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (b)6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("severe fatigue"), headache ("headaches"), disturbance in attention ("impaired concentration"), brain fog ("foggy feeling in head"), rotator cuff syndrome ("tendinitis in the shoulders/knees"), epicondylitis ("epicondylitis"), irritable bowel syndrome (" irritable bowel syndrome"), gait inability ("I could no longer walk"), fibromyalgia ("experiencing mislabelled pain in the context of fibromyalgia") and pain in extremity ("pain in the feet, knees and ankles, if standing for a long time"). The patient was treated with surgery (coelioscopy-assisted salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the gait inability was resolving, the pelvic pain and fibromyalgia had resolved and the fatigue, headache, disturbance in attention, brain fog, rotator cuff syndrome and pain in extremity had not resolved. The outcomes for epicondylitis and irritable bowel syndrome were unknown. No causality assessment was received for essure with regard to fatigue, headache, disturbance in attention, brain fog, rotator cuff syndrome, epicondylitis, irritable bowel syndrome, gait inability, fibromyalgia, pelvic pain or pain in extremity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Pathology test] on (B)(6) 2019: n found a normal-looking uterus, normal-looking ovaries and tubes based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("experiencing mislabelled pain in the context of fibromyalgia.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("severe fatigue"), headache ("headaches"), disturbance in attention ("impaired concentration"), brain fog ("foggy feeling in head"), rotator cuff syndrome ("tendinitis in the shoulders/knees"), epicondylitis ("epicondylitis"), irritable bowel syndrome (" irritable bowel syndrome"), gait inability ("I could no longer walk"), fibromyalgia ("experiencing mislabelled pain in the context of fibromyalgia") and pain in extremity ("pain in the feet, knees and ankles, if standing for a long time"). The patient was treated with surgery (coelioscopy-assisted salpingectomy). At the time of the report, the gait inability was resolving, the pelvic pain and fibromyalgia had resolved and the fatigue, headache, disturbance in attention, brain fog, rotator cuff syndrome and pain in extremity had not resolved. The outcomes for epicondylitis and irritable bowel syndrome were unknown. No causality assessment was received for essure with regard to fatigue, headache, disturbance in attention, brain fog, rotator cuff syndrome, epicondylitis, irritable bowel syndrome, gait inability, fibromyalgia, pelvic pain or pain in extremity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Pathology test] on (B)(6) 2019: n found a normal-looking uterus, normal-looking ovaries and tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.